Manufacturer narrative:
Two (2) guidewires were returned in a light green colored dilator tube with female luer hub. This dilator tubing is not something that angiodynamics provides and perhaps was just used by the hospital as a "guidewire hoop" to return the 2 wires. Both guidewires have the same appearance with kinks near the distal tip end. Guidewire #1: overall length of guidewire is ~300cm. Transition area between mandrel wire to guidewire tip is 1.4cm. Distal tip end is 7.7cm with tip kinked slightly; tip is not unraveled, fractured or missing distal tip. Od of mandrel wire measures 0.018", od of distal tip measures 0.0165". Guidewire #2: overall length of guidewire is ~300cm. Transition area between mandrel wire to guidewire tip is 1.7cm. Distal tip end is 7.7cm with tip kinked more than sample #1. Tip is not unraveled, fractured or missing distal tip. Od of mandrel wire measures 0.018", od of distal tip measures 0.0165". The reported complaint description was not confirmed as both guidewires did not have unravelling or fracture of the distal tip. In addition, the returned guidewires are not provided with any angiodynamics PICC device. The guidewires are 300cm long; this length guidewire is not used for PICC placement. No reported upn or lot number was provided by the end user hospital for this event. The event description states that the end user customer has had previous guidewire issue - their previous complaint was regarding an xcela PICC and a wire mandrel .018 diameter, 60cm length. The returned guidewires do not match this wire description. Origin of the returned guidewires is unknown as they were not provided by angiodynamics. Correction/corrective action: no correction is required since the returned guidewires did not confirm for the reported failure and they are not provided by angiodynamics. ((B)(4)).

Manufacturer narrative:
The investigation into this event is ongoing. A supplemental medwatch will be submitted upon completion of the investigation. (B)(4).

Event description:
Received notification from (B)(6) of an event in the (B)(6): "attempted PICC line for a patient failed. Following brachial vein puncture, guidewire introduction was difficult because the inserted guidewire deflected off a venous valve and coiled, developing kink, and would not unravel, which ten snapped while attempting to extract the wire, leaving a 1 to 2 cm fragment of the tip of the wire." It was originally discussed that the patient undergo surgery to remove the retained fragment of guidewire, however " the case was discussed between the vascular nterventional radiology consultants and it was decided that percutaneous extraction would not be possible in this instance. Decision was made to leave the wire in place, and to discuss further with the vascular surgeons regarding removal."